Event description:
A doctor alleged that three (3) patients had experienced the loss of a crown after placement with the maxcem elite clear. This is the first of three (3) reports.

Manufacturer narrative:
Patient specifics with regard to age and weight were not provided by the doctor. The patient had experienced the loss of a crown from tooth #31 approximately two (2) months after placement. The doctor cleaned out the crown and re-cemented it using maxcem elite on (B)(6) 2013, without further incident. The product involved in the alleged incident was not returned. Lot # 4720558 has been identified as an affected lot which is part of an ongoing maxcem elite recall; therefore, no further evaluation is necessary.